Manufacturer narrative:
Investigation is currently ongoing. Suspected material was received and is being sent out for analysis. A follow-up report will be submitted to include investigation findings.

Event description:
It was reported that this event occurred during procedure. Issue: a transparent plastic foreign material was observed together with the specimen. According to the information provided by the facility, no foreign material was present at the time of priming.